Event description:
The customer returned the product for depleted battery alarms when pole clamp capture bracket was attached, during device analysis, a detached downstream occlusion (dso) seal was detached. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review found no previous repairs in the past 12 months. The customer reported issue was not replicated, however: further investigation found the downstream occlusion (dso) seal was detached. The device was repaired by replacing the dso seal. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.